Event description:
Customer received a result of 283 mg/dl on the aviva combo system and unspecified insulin via insulin pump was administered based on this result. Within 10 minutes the customer received results of 154 mg/dl, 67 mg/dl, and 79 mg/dl. The customer corrected the low blood glucose results by consuming dextrose. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).